Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product, pain, and "possible rupture."

Event description:
Patient reported right side "implant exchange from textured to smooth due to the concerns of the product and pain, and possible rupture." Device remains implanted.